Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported four (4) paclitaxel sets would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The reporter stated that the drip chambers were filling but the tube was not. The customer tried to squeeze the bag with roller clamps opened but nothing was going through the tubes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.